Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "not recognizing door close¿ was not reproduced however is verified through review of the event history log as "shut door ¿ power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link requires adjustment to address this issue. For the issue of the device turning off there is evidence of "improper shutdown" messages in the history log which were preceded by the "shut door-power off" messages. It is likely that the ¿shut door ¿ power off¿ message could not be resolved by closing the door and power was manually disconnected. The evaluation assessment did not reveal any issue that could cause or contribute to the pump powering off without user input. No further device correction is required for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed to recognize closed door and then turned off. This was further described as "the clamp is has to be inside because do not recognize door close and then turn off". This occurred upon device power up in the medicine 3 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation at the manufacturing plant. Should additional relevant information become available, a supplemental report will be submitted.